Event description:
It was reported that a patient with a ventricular assist device perceived unexplained fluctuations in rotational speed and felt unwell during these episodes, prompting concern that something was wrong with the rotational speed. Clinical symptom exclusion and analysis were performed, and it was conclusively determined that the observed rotational speed changes were the lavare cycle. The team was advised to educate the patient and provide an appropriate explanation. The vad remains in use. No patient symptoms or complications were reported as associated with the event.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.